Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he works for a (B)(6) display company and he wore himself out the night of the (B)(6) and into the (B)(6) of july. Customer stated that the paramedics were called out to treat him as he lost consciousness. The paramedics measured his blood glucose was 34 mg/dl. Customer lost a vial of test strips. Customer declined troubleshooting.